Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure.the hosp has reported no pt injury occurred.